Manufacturer narrative:
Patient information was unavailable from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure, all the steps of the procedure had been respected, but at time to navigate the biopsy needle was not seen. The site tried replacing the biopsy needle with another without resolution. The surgeon chose to continue the procedure without navigation. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Through visual and functional analysis it was determined that the system performed as intended. If information is provided in the future, a supplemental report will be issued.